Manufacturer narrative:
Additional information: d4, h6 and h10. The actual device was not available; however, a video of the sample was provided for evaluation. Visual inspection with the naked eye of the provided video was performed and observed a leak through the closed twist clamp. The reported condition was verified. The cause of the event was caused by broken occluder feet or foot to the main body beneath the white twist clamp. The cause of the broken occluder feet could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced fluid flow from a transfer set which resulted in peritonitis. It was reported the twist clamp was closed and no damage was observed. The cause of the leak was not reported. It was reported the patient was hospitalized for the event. Treatment for the event was not reported. Action with pd therapy was not reported. At the time of this report, the patient outcome was not reported. No additional information is available.